Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep reported that the registration was accurate initially, but as the case progressed the surgeon felt that they were off. The surgical team did not try to re-register, but continued with the case. The surgeon indicated that they felt that they were inaccurate 3 mm posterior. There was no delay in surgery and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who indicated that the patient was registered by the resident and it was noted that many of the points were collected medially on the forehead and on the skin under the eyes. A new registration was encouraged that included lateral points and avoiding the skin under the eyes. However, the resident felt that they were accurate and chose to proceed. Once the surgeons reached the pituitary tumor at the back of sphenoid they felt they were inaccurate by 3 mm posterior and chose to continue the case without reregistering the patient.